Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 420 mg/dl at the time of incident. Customer stated that the insulin pump received insulin flow blocked alert and it was resolved by changing complete set. Customer experienced symptoms such as nausea. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature of insulin pump was inactive. Customer was treated with injection. Customer did not allege that insulin pump was under delivering. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.